Event description:
Boston scientific (bsc) received information that this transvenous right ventricular (rv) lead became dislodged during a routine device changeout. As the physician tugged on the non-bsc lead in the system, both this rv lead and the right atrial lead loosened from position. There were no reported adverse patient effects.

Manufacturer narrative:
This rv lead and the right atrial lead were both removed from service. To date, the lead has not been returned to boston scientific.